Event description:
During an acl procedure, the surgeon experienced "jumping/skipping" from the pneumatic pressure while using the staplizer handpiece with a 15' extension hose, which resulted in the staple (in the handpiece) being dragged along the patient's leg, close to the acl surgical site. This caused a 2-3" laceration that required suturing along the first 1" of the wound. While the surgeon originally planned on using 5x staples from the staplizer to complete the acl surgery, the surgeon reverted to using 1x hand staple and an unknown screw. The product was only supplied to the user facility october 3rd, 2013; however, the surgeon had previously used a ¿loaner¿ staplizer successfully without incident. On initial use of the new staplizer handpiece the previous week, the surgeon experienced a similar "jumping/skipping" and was inserviced by a conmed representative. The pressure being used was found to be below the recommended pressure in the staplizer manual, and when increased the staplizer was observed to operate as intended. The following week the surgeon experienced a similar "jumping" on the first and second staples, the second of which is the subject of this report, resulting in the 2-3" laceration. The surgeon sutured the first 1" of the "staple" laceration, and completed the acl reconstruction surgery using a hand staple and screw. The patient was discharged as per normal facility procedure. Follow up with the surgeon indicated no adverse effect on surgical outcome, and that the staple wound was expected to heal well.

Manufacturer narrative:
The staplizer handpiece, associated t113 staple drive attachment and a201 10' pneumatic hose were returned to the conmed (B)(4) service center. Upon receipt, the service technician was unable to duplicate the reported failure, as the device functioned as intended and no fault was found. A visual inspection did reveal a small dent towards the back of the handpiece, most likely related to questionable handling by the user facility. The 15' extension hose (which was reportedly being used at the time of the incident), and 13mm staple cartridge were not returned for evaluation. The device met testing requirements with no noted anomalies. This device was manufactured on december 16, 2011. The product was supplied new to the user facility on 10/03/2013, and had not been subject to any service and/or repair by the manufacturer since being supplied. A two-year review of complaint history showed there have been no adverse events related to this type of device. In addition, a complaint review for this device showed no other complaints or reports of "jumping/skipping" during use. The t100 staplizer bone staple instructions for use (IFU) provides the following troubleshooting details, possible cause and corrective action for staplizer "jumping/skipping": incorrect holding and/or positioning of staplizer stapler; move hand higher on handle. Apply firm pressure in line with the direction of staple insertion. Position staplizer stapler as perpendicular to the insertion site(s) possible. To help prevent patient injury, the t100 staplizer bone staple instructions for use (IFU) cautions and warns the user: do not exceed 110 psi operating pressure unless a hose longer than the standard 10' air hose or extension hose is used. Add an additional 1 psi for every extra foot of hose. Prior to use, the entire surgical team should be familiar with the proper assembly, maintenance and use of the staplizer system. Inspect all equipment for proper operation.